Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. The patient stated that they were not getting readings on the cgm for more than 10 hours. They indicated it had occurred four different times and the event details were the same for each event. The patient stated that he did not have symptoms and used his blood glucose (bg) meter to do a bg fingerstick to check his bg level and it was low. He did not remember the exact value but it was in the range of 27-33 mg/dl, so he called emergency medical services (ems). Upon arrival, the bg finger stick value obtained by paramedics was low (specific value was not provided to the patient). They treated him with IV fluids and remained in the patient's home for about 30 minutes until his bg level stabilized. After treatment, the patient felt fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.